Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the efficia dfm100 defibrillator shock was not being delivered to the patient. There was no negative patient impact.